Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged particles in airway from device. The device was returned but not yet evaluated. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previously submitted report, section b4 was incorrect. Section b4 and g3 has been corrected/updated in this report.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged particles in airway from device. The device was returned but not yet evaluated. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown dust contaminant inside the filter area of the blower box, an unknown dark contaminant on the enclosure. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown sticky, congealed contaminant on the top enclosure and the top of the blower box, an unknown dust contaminant on the front panel, blower box, blower cap, blower, and blower seal, an unknown contaminant of a reddish-brown appearance on the bottom enclosure and the rear panel and also evidence of liquid ingress was observed on the blower and blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found one error logged, e-191. The manufacturer concludes there was evidence of multiple contamination in the device. The manufacturer confirmed no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.